Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information, serial number and date of death have all been requested. Not availalbe at time of report.

Event description:
The customer reported that the central station did not trigger alarms. The patient died.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. While onsite, the fse found that the pic ix was working correctly. The customer reported that the incident occurred on (B)(6) 2019 between 4:00am and 5:00am. Alarm audit logs were obtained by the fse, and were sent to a philips complaint investigator (ci) for review. The ci found that technical alarms and low level yellow alarms occurred. High level red alarms (xbrady, and asystole). The red alarms were found to be paused or silenced. The fse confirmed with the customer that the staff doesn¿t configure the alarms, and the alarms limits stay by default; there are often red alarms, which the nurses do not address. The fse had a discussion with the head nurse, the staff, and the biomed, and explained the alarm behavior and how to set the configuration. The fse offered to plan user training sessions; no response was received on planning the sessions. There was no product malfunction; this is considered a user issue. A philips field service engineer (fse) found that the pic ix was working correctly. Alarm audit logs were obtained and sent to a philips complaint investigator (ci) for review. The ci found that technical alarms and low level yellow alarms occurred. High level red alarms (xbrady, and asystole). The red alarms were found to be paused or silenced. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.